Manufacturer narrative:
Patient weight: 51.7kg. Implant date: two years ago. Device evaluated by MFR.: returned product consisted of an epic self-expanding stent tip. The tip was visually and microscopically examined. Visual examination revealed that the tip is separated from the guidewire lumen, and the proximal section of the device did not return. The missing sections are the handle with all its internal components, rack, pull grip, the entire sheath, and the guidewire lumen. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via ipsilateral approach. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a jupiter45 guidewire was crossed, a coyote es balloon catheter was advanced for dilatation. However, it was noted that the balloon 'dog-boned'. After the procedure was completed, a tip that appeared to have detached was retrieved. The tip was noted to be from an epic stent that was deployed two years ago. No patient complications were reported and the patient's status was good. It was further reported that two years ago, there were two epic stents deployed in the iliac using an ipsilateral approach, with the aid of an 0.014 guidewire and 0.014 catheter.

Manufacturer narrative:
(B)(6). Implant date: two years ago.

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via ipsilateral approach. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a jupiter45 guidewire was crossed, a coyote es balloon catheter was advanced for dilatation. However, it was noted that the balloon 'dog-boned'. After the procedure was completed, a tip that appeared to have detached was retrieved. The tip was noted to be from an epic stent that was deployed two years ago. No patient complications were reported and the patient's status was good. It was further reported that two years ago, there were two epic stents deployed in the iliac using an ipsilateral approach, with the aid of an 0.014 guidewire and 0.014 catheter.